Event description:
Patient reported experiencing elevated blood glucose levels up in the 230's mg/dl for the past couple of weeks and alleges a delivery issue. Patient was able to bolus without assistance. Patient stated she noticed her basal rate was programmed to 0.5 u/h for the entire day on (B)(6) 2014; corrected the basal profile prior to calling. Patient is alleging the elevated blood glucose level is due to the pump malfunctioning and not delivering correctly. Patient stated entering her correct basal rate has resolved her elevated blood glucose concerns. Patient alleges the delivery issue occurred several weeks prior, when she began experiencing elevated blood glucose levels; unable to provide exact date. No adverse event reported. Requested return of the alleged pump, adapter, cartridge and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.